Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Slight external damage noticed. The customers problem was confirmed. Found battery door hard to be removed from the battery compartment. Recommend a battery door and rear housing to be replaced. The root cause was unable to be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that batteries were unable to be removed. There was no patient injury.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: . The report was submitted in error., corrected data: corrected information provided in h10.